Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server data was not syncing to the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device of this incident, a technical support specialist (tss) dialed into the server and ran sql queries to verify server to station communication. The results confirmed that all communication was current. Tss then contacted and spoke with user and shared the findings. The stations automatically exited critical override status after approximately one hour, with only two stations remaining on critical override as required. User granted approval to close the case. The system functioned as intended when technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server data was not syncing to the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.